Event description:
The customer reported two incidents of human reactions in a month after colonoscopies were performed at their facility. The first patient was hospitalized for rectal bleeding and pseudomembranous colitis two days after the colonoscopy was performed. The patient had a normal colonoscopy exam and no specimen was taken for testing. The patient's chief complaint prior to the procedure was abdominal pain and blood in stool. Unspecified IV antibiotics were administered to the patient and the patient is currently doing fine. The olympus cystoscopes (model number 180) were manually cleaned in enzol and processed in the asp automatic endoscopic reprocessor (aer) using cidex opa for 23 minutes. The cystoscopes were brushed inside and out and sponges were used to clean the outside of the instruments as well. The enzol detergent was completely rinsed off. The customer stated that the mec was tested every morning; however, the customer was informed per the IFU for cidex opa the mec should be tested prior to each use. There was no inspection of the aer performed before use. The customer states that they have not had any cancelled cycles or error messages while using the asp aer system. It is unknown which of the two asp aer units at this facility was used to process the scopes. This is the first report of two. An asp field service engineer (fse) was dispatched to assess the units.

Event description:
A customer contacted baxter's technical service center and reported receiving a check supply line alarm on the homechoice (hc) machine. The home patient (hp) had disconnected the solution bag and connected it to the heater line. The hp then ended therapy. The technical service representative (tsr) reviewed proper procedures with the hp. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
Correction: changed event type to adverse event device.

Event description:
On september 5, 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was prompting a battery indicator. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient tests three times a day and manages her diabetes with an unspecified dose of januvia and actos. The patient indicated she takes one dose of each medication in the morning regardless of what her blood glucose result is with the subject meter. The patient alleged that the issue began sometime in the beginning of (B)(6) 2010. The patient confirmed she did not take any action in regards to her diabetes management as a result of the reported issue and corrected and clarified she felt warm and shaky three days later; the patient informed the csr she had pretended to pass out. The patient also denied receiving any medical intervention or treatment after the alleged issue began. At the time of troubleshooting, the csr confirmed that there was no known misuse to the subject meter. The csr noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose, due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Serial number reported as (B)(4) and should be unknown. Asp investigation summary: the investigation included a review of the complaint history trending, service history trending, device history record review, failure mode effects analysis, system hazard use and misuse analysis, health hazard evaluation and CAPA. The complaint history trending for ¿hr-procedure related¿ issue for the aer (october 2009 through september 2010) was reviewed. The overall occurrence rate has been extremely low. Since the ucl changes every month, the dpmos that hit the ucl prior to the current month are insignificant. The dpmo analysis for the most recent month (september 2010) with the unchanged ucl shows that the trend is being well within the control limit. Therefore, the trend is considered to be a low trend. The service history trending was reviewed for six months prior to this issue, from march 2010 through august 2010, shows no similar issues involving human reactions to the patients from using the scope that was reprocessed in the aer unit (sn ep115558). The DHR review of (sn (B)(4)) shows that the unit met all manufacturer's specifications and was signed off on 01/26/2001 for release. The fmea (failure mode effects analysis) was reviewed and the risk priority numbers due to failures to the aer unit for related failure modes is below 100 and is considered low risk for this unit. The fmea (failure mode effects analysis) was reviewed for cidex opa solution and revealed the risk priority number (rpn) for chemical colitis to be above the threshold of 100. The recommended on-going vigilence and monitoring has been under taken by the asp sales representaive and the account manager. The shuma (system hazard use and misuse analysis) for cidex opa solution/disopa was reviewed and it was determined that the risks associated with cidex opa exposure are all category I and is moderate risk. The hhe was completed and the risk associated with such failures was found to be low. The issue for the reported human reaction was found to be operator related where incorrect scope connections were made. The scope connection practices were reviewed with the customer by the sales representative and an account manager from asp. The aer unit was serviced for proper functioning. The customer was provided with 180 olympus scope diagrams to use it as a reference guide during the scope connection process. The presence of residual fluid due to improper scope connection practices of the aer operators may cause infections such as colitis during colon examinations. The root cause for this issue is known and is addressed in a CAPA. The risk files were reviewed and the risks associated with failures to the unit and to allergic reactions were assessed. The issue has been addressed and no further actions are required.

Manufacturer narrative:
Concomitant product: cidex opa, lot number unknown.

Manufacturer narrative:
Concomitant devices: aer - (B)(4). Olympus cystoscopes - model #180(B)(4) - no code available: pseudomembranous colitis.an asp fse assessed the units onsite and found that the machines were operating properly, and no problems were found. He tested both units and both met manufacturer's specifications.this is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2150060-2010-00074 and 2150060-2010-00075.